Event description:
Customer had ear pierced with the inverness ear piercing system in a retail store on 8/21/97. After wrestling with his brother and bumping the ear one week after the piercing, the piercing site became inflamed and swollen. He sought medical treatment on 8/31/97 to have the piercing site surgically drained. He was administered antibiotics. The customer also reported that he took amoxicillin from a previous prescription for several days before seeking medical treatment.